Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that their one touch ultrasmart meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B) (6) 2010. The patient skipped her dosage of medication (75/25 humalog 65 units) due to the reported issue. A couple of hours later, the patient developed symptoms of throwing up, headache and diarrhea. The patient visited the physician on (B) (6) 2010 at 12:30 pm and was tested on the clinic's meter and obtained a 450 mg/dl and was treated with insulin (75/25 humalog 35 units). This was not the first time the product was being used. The meter did not power on by pressing the power button, patient replaced the battery and issue still persisted. The patient was using the correct vial of test strips and the issue was still not resolved. No further clinical information was not provided. It would have been helpful to know how long symptoms lasted and what is considered a "normal" reading for the patient. The complaint is being reported since the patient alleged that due to the meter not powering on, she skipped her diabetes regimen and later developed symptoms and had to be treated with insulin by a medical professional for a blood glucose reading of 450 mg/dl.